Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a trial patient. It was reported that there was an epidural bleed from a scs trial which might go into litigation. One of the issues is that they are claiming that the hcp should not have explanted the trial lead in pacu, despite the patient showing signs of paresis in her lower extremities. Hcp needed a peer reviewed journal article or official publication from the manufacturer which states that an MRI cannot be performed while a trial lead is in place.